Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion event that was due to ¿user error¿. No additional information was provided. This was reported to bd clinical practice consultant during their site visit. There was patient involvement but unknown outcome.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Investigation summary: the reported issue of an over infusion of insulin could not be confirmed or replicated since the devices were not received for inspection. Inspection and testing could not be performed as the devices were not returned for investigation. Per product labeling, the alaris system user manual (v12.1) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. Log review was not performed since the device logs were not provided by the customer. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the reported event of an over infusion of insulin was not determined as the incident devices were not returned for testing. The information provided by the facility is insufficient to determine the root cause.

Event description:
It was reported an over infusion event that was due to ¿user error¿. No additional information was provided. This was reported to bd clinical practice consultant during their site visit. There was patient involvement but unknown outcome.